Event description:
It was reported that the pump exhibited battery communication time-out error. No patient injury was reported.

Manufacturer narrative:
No additional information has been received to date. A product sample was received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were intact, but the top left case corner was cracked. Error code was found in the ehl (event history log). The customer reported problem was not duplicated during the investigation as the battery values were in specification. Root cause of the reported event is unknown as no fault was found. The battery was replaced as a preventative measure, performed the power up process, preventive maintenance and all functional tests passed. The returned product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review is not required. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 4000, h4: correction: device manufacture date: updated.